Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the plan was to use an 8 foot sheet and use a 10 x 40 balt optimaxx coil. Get the coil in the aneurysms in the sl 10 microcatheter but not detach it until the pipeline deployed. The pipeline was delivered but was next to the sl 10. They also had a phenom plus as a intercranial support catheter. The 5 x 16 pipeline really struggled in opening (distal section). More than 50% of the pipeline had been deployed when it failed to open and it was resheathed more than 2 times. There any additional steps or other devices required to open the pipeline, further details were unknown. Finally they pulled it, the pipeline was resheathed and removed with the microcatheter. Upon pulling it in inspecting it the distal and was krypton but it was surrounded by some mystery wire. Not sure if it was from the coil, the pipeline, the "fee 927". They did inspect all of those and they were all fine. Finally, they went up with another 5 x 14 pipeline it was very challenging to deploy. The proximal portion barely covered the proximal part of the neck so we added another 5 x 16 telescoping it. The coil was being detached and two more coils were added from "balt".  The pipeline used for an indication that is on label. The pipeline and any accessory devices prepared as indicated in the IFU. The catheter was flushed per IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the ophthalmic artery with a max diameter of 10mm and a 4mm neck diameter. The landing zone was 3.8mm on the distal side and 4.8mm on the proximal side. Access vessel was in the groin with a 3mm diameter. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) administered and the pru level was 200.   Ancillary devices include a phenom 27.

Manufacturer narrative:
H3: the pipeline flex shield embolization device was returned outside the phenom 27 catheter. No bend was observed on the pushwire. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened and moderately frayed. In addition, a torn inner liner was found entangled with pipeline flex shield braid end. The other end of the pipeline flex shield braid was found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. No kink or damages were found with catheter body. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. An attempt was made to flush the phenom 27 catheter with water, but resistance was encountered. An in-house 0.026¿ mandrel was inserted into the phenom 27 catheter and resistance was encountered at ~26.0cm from the proximal end of the catheter hub. The phenom 27 catheter was dissected (cut) proximally, and it was found that the inner liner was torn at ~26.0cm from the proximal end of the catheter hub. Based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheathed. In addition, the proximal and distal ends could not be identified. In this event, it is likely the damage found with the phenom 27 catheter inner liner contributed to the resistance during retrieval of the pipeline flex shield pusher. However, the cause for the damaged inner liner could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified that a balt coil was pushed into the aneurysm using the sl-10 microcatheter but was not detached as the doctor wanted to deploy the pipeline first. They were trying to loosely pack the aneurysm with coils and deploy the pipeline to embolize as it was an ¿angry looking¿ aneurysm, and they were concerned about a rupture. The first pipeline (5x16) used was not able to open. The manufacturer representative estimated it had been resheathed at least 2-3 times, and at one point they pushed the phenom plus catheter distal to the phenom 27 microcatheter and tried to open the pipeline in the confines of the phenom plus. When the pipeline was pulled out the end was crimped down and not fully open, and it had a strand on it. The pipeline and phenom 27 were replaced. The second pipeline (5x14) struggled to open and achieve wall apposition, but it was able to be opened with the wire. The pipeline did not cover the aneurysm neck, so a third pipeline (5x16) was telescoped inside the second. The third pipeline struggled to open as well, but it was also able to be implanted. After the pipelines were deployed, they detached the coil. More coils were implanted to complete the procedure.

Manufacturer narrative:
H3: analysis summary updated: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis. The pipeline flex shield embolization device was returned outside the phenom 27 catheter. No bend was observed on the pushwire. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened and moderately frayed. In addition, a torn inner liner was found entangled with pipeline flex shield braid end. The other end of the pipeline flex shield braid was found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. No kink or damages were found with catheter body. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observ ed. The phenom 27 total and usable length were measured to be within specifications. An attempt was made to flush the phenom 27 catheter with water, but resistance was encountered. An in-house 0.026¿ mandrel was inserted into the phenom 27 catheter and resistance was encountered at ~26.0cm from the proximal end of the catheter hub. The phenom 27 catheter was dissected (cut) proximally, and it was found that the inner liner was torn at ~26.0cm from the proximal end of the catheter hub. The unknown material was sent to s<(>&<)>n labs for ftir analysis. Per the report, the material was found to be polytetrafluoroethylene (ptfe). Based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheathed. In addition, the proximal and distal ends could not be identified. In this event, it is likely the damage found with the phenom 27 catheter inner liner contributed to the resistance during retrieval of the pipeline flex shield pusher. However, the cause for the damaged inner liner could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex shield was confirmed to have failure/incomplete open distal (flex) as the distal end of the braid were found not fully opened due to the damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.